Event description:
On (B)(6) 2013, a pacemaker check was performed because the patient was showing oversensing symptoms (he complained from bradycardia (around 50bpm) and was feeling tired). During the check, spontaneous rhythm (50bpm) and high ventricular lead impedance (>3000ohms) were confirmed. Intermittent pacing failure (1-2 spikes) was observed in certain provocative conditions (when the patient moved an arm up and down, when some pressure was applied around pocket area). On (B)(6) 2013, a re-intervention was performed. Lead connector pin seemed to be fully inserted into the pacemaker port under fluoroscopic imaging. During the re-intervention, undersensing of spontaneous beat was confirmed. When the physician extracted the pacemaker and pulled the ventricular lead, the lead came out from the port without unscrewing. The lead was tested by an analyzer and normal values were obtained. Same leads were re-connected to the same pacemaker, and normal values were measured at the post-implant check.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.